Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter stating the minicap disconnect caps are falling off. There was no patient injury or medical intervention reported. Product surveillance spoke with the home patient's (hp) wife on (B)(6) 2010. The wife stated the hp wears a peritoneal dialysis (pd) belt and when he took the belt off to start therapy, the mini-cap was off the transfer set. This occurred about 7-10 days before (B)(6) 2010. The hp had put the mini-cap on new after a manual day exchange and it was about 5 hours later he found the cap was off. The transfer set has been in use since (B)(6) 2010. The hp used proper connection techniques, had no difficulty putting the cap on, and did not over-tighten the cap. Nothing out of the usual was noticed when putting the mini-cap on and the hp did not notice any other issues with the mini-cap. The hp cleaned off the area and started therapy after finding the cap off. The cap was discarded. The patient has used other mini-caps since and they have been secure. The incident has not re-occurred. The transfer set is still in use. Since the incident, the hp has been doing fine and continuing therapy on the cycler as usual.